Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. The customer experienced a blood glucose (bg) level of 550 mg/dl, high ketones identified as life threatening, and went to the emergency room (ER) on 06/23/2026. The customer received intravenous fluids of saline and insulin to address the bg. The customer was released from the hospital the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.